Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the chest x-ray confirmed atrial lead dislodgment. The lead was repositioned successfully on (B)(6) 2011.